Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The dr's office wrote a letter to summarize the events on (B)(6) 2015. The pt is seeking compensation.

Event description:
Implant #3 (5x8x3mm) was placed (B)(6) 2009 and restored in (B)(6) 2009 on a 5x6.5x3-0 degree abutment and pfm crown. The abutment fractured on (B)(6) 2014. Dr. (B)(6) removed the implant on (B)(6) 2015 and planned to replace it. Dr. (B)(6) had adjusted high occlusion on (B)(6) 2009.